Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reports that they had an x-ray of their tooth because of it being "shaky" (loose). Their dentist confirmed mobility due to the aligners that requires patient to stop treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.